Manufacturer narrative:
Patient weight was unavailable from the facility. Device lot number and expiration date are not available from the facility. Device manufacture date is dependent on the device lot number, thus is unavailable. Device remains within patient. Therefore, no device evaluation will be performed. Physician did not attempt to unlock lld due to the emergent complications of the case. Physician has been made aware that the device is not intended for permanent implant.

Event description:
A right sided access lead extraction procedure commenced to remove 4 leads: three right ventricular (rv) leads and one right atrial (ra) lead due to need for MRI, non functional leads, redundant leads and noise on the lead. The case was high risk and a sternotomy was performed since the patient was to have concomitant coronary artery bypass surgery in the same procedure. Lead locking devices (lld's) were placed within each of the leads as a traction platform. The physician successfully removed 2 leads (rv and ra) using an 11fr tightrail mini to gain venous access, then proceeded to use an 11fr tightrail (long). The device required a lot of manual handling to extract, but both leads came out with no complications. With the remaining rv leads, one which was a 1346t, difficulties were encountered. Due to the difficulties encountered, (please see mdrs 1721279-2019-00095 and 1721279-2019-00096 for further details regarding the complications encountered), the st. Jude 1346t rv lead extraction was abandoned and the physician cut the lld and capped it within the lead which was left in the patient.